Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing weakness in the legs following the implant procedure. The physician believed that the symptom was procedure related and was caused by a hematoma that developed after the device was implanted. The patient underwent an explant procedure and was admitted in the hospital. All device components were removed and discarded. No device malfunction suspected.